Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier unknown, not provided. Weight unknown, not provided.

Event description:
It was reported that after placing an implant, mount was imposible to disengage and implant was removed. Procedure was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 46 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (1249818). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1249818) for similar events and no other complaint was identified. Review completed utilizing keywords: 'does not disengage/release' post. Market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsv4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No evidence was found of product received at the pbg site. Upon locating the product the cmp/pce will be re-opened/updated.